Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during routine check that cs100 intra-aortic balloon pump (iabp) display flickering issue. There was no patient involvement. No one was harmed onsite.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) checked the machine and found display was flickering and began by checking and reconnecting the display cables but that did not resolve the issue. Replacement of the cable, display to video rcvr bd (0012-00-1429) resolved the flickering error and returned the device to normal function. Safety and functional tests were performed and unit was returned to customer.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: e1 (event site telephone), h6 (medical device ¿ problem code).